Event description:
It was reported that a pump alarmed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was tested for 24 hrs with no occurence of the reported symptom. Review of the event history log confirmed the reported symptom. The eval found that the upper and lower auxiliary assemblies were failing, which are know contributors to system error 322 alarms. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.